Manufacturer narrative:
Pro code (product code) d2b: qrb.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the lead of the spinal cord stimulator (scs) system. Reprogramming was performed and temporarily resolved the inadequate stimulation, however the results were temporary. The patient underwent a procedure in which the lead was explanted and replaced with new devices.

Manufacturer narrative:
B1. Corrected to capture adverse event and product problem. D4. Updated to include UDI. H6. Corrected to include impact code of inadequate treatment, device revision or replacement, reprogramming of device and hospitalization of prolonged hospitalization, and the device code of fracture. Pro code (product code) d2b: qrb. Investigation summary: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a labeling review was performed and it was identified that device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Risk review: a risk review was completed and it was noted that the events of stimulation inadequate, impedance high, pain, replacement of device and therapeutic response decreased are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, no physical or visual analysis of the product could be performed, and the reported observations have been identified as known risks in this type of procedure; therefore, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that that the patient experienced inadequate stimulation due to high impedances and fracture on the lead of the spinal cord stimulator (scs) system. Reprogramming was performed and temporarily resolved the inadequate stimulation, however the results were temporary. The patient underwent a procedure in which the lead was explanted and replaced with new devices. It was additionally reported that the patient is doing well post operatively, and that no devices will be returned as the lead was disposed of by the facility.